Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The catheter was kinked near the handle. The device was returned without the outer-sheath. Microscope examination was performed, and it was observed that the bushing had friction marks. Dimensional examination was performed on the bushing outside diameter, and it was found within specification, one of the bushing hooks was deformed and the bushing tabs were rounded. Dimensional examination was performed on the bushing outside diameter, and it was noted to be within specification. A dimensional examination was also performed between the hooks of the bushing, and it was observed that side a was within specification while side b was out of specification, indicating that the device experienced a deployment failure. Further dimensional analysis was performed to measure the bushing tabs and each tabs had different measurement. No other issues with the device were noted. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a endoscopic submucosal dissection procedure performed on (B)(6) 2021. During the procedure, the physician prepared to insert the clip in order to close the wound; however, the clip was dislodged and prematurely deployed. The device was withdrawn, and the procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that dimensional measurement between the hooks of the bushing was out of specification; therefore, this is now an MDR reportable event.